Event description:
Device 2 of 3. Reference MFR report: 3006705815-2019-01695, reference MFR report: 1627487-2019-05396. It was reported that patient experienced ineffective therapy. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the leads and the ipg were explanted.